Manufacturer narrative:
\Date of event: unknown, not provided. Explant date: if explanted, give date: not applicable, as the lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 18.5 diopter lens was implanted in the patient's left eye on (B)(6) 2017. Post-operatively, the patient experienced blurry vision. These symptoms significantly interfere with her regular activities. She can drive but has to be very careful. She also cannot read fine print, signs are too blurry. Furthermore, the doctor advised the patient to give it some time for her to adjust to the lens. The patient has been back to see the doctor and now has to wear bifocals. The patient was also referred to a retina specialist who stated she had the beginning of macular degeneration. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Based on new information received on july 2, 2018, female patient stated that she was prescribed with reading glasses by her optometrist and she doesn't trust her doctor, who told her that she had signs of macular degeneration, but didn't see any signs of macular degeneration. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.